Event description:
Additional information received that the left ventricular lead was repositioned successfully to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, low sensing values were observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv, left ventricular (lv), and right atrial (ra) lead. The suspected cause of the dislodgement was due to twiddler's syndrome. The rv and ra lead were explanted and replaced. The patient was stable. Related manufacturer report number(s): 2017865-2020-03031, 2938836-2020-01672.